Event description:
The customer reported that after priming the unit for delivery of remifentanyl, he noted medication dripping onto the floor. It was further stated that the retainer was broken and the syringe plunger had come out of the plunger holder. There was no pt involvemtnt associated with this event.